Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, it was additional reported the patient experienced: severe pain with intercourse, vaginal atrophy, vaginal yeast infection, dysuria, foul smelling urine, ua+ leukocytes, started on nitrofurantoin, urinary tract infection symptoms, blood in urine, discomfort, vaginal pain and itching, thick white discharge clumping to vaginal wall, vaginal spotting, mesh exposure, microscopic hematuria and vaginal exam notes banding and mesh palpable/visible in the midline at sling site; suprapubic tenderness to palpation; pelvic floor myofascial dysfunction/pain/spasms.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an altis implanted in (B)(6) 2017. Reportedly, the patient experienced pelvic pain, groin pain, abdominal pain, vaginal pain, dyspareunia, bladder issues, and urinary issues, among other symptoms. The patient underwent mesh removal surgery and is currently receiving ongoing medical treatment for her injuries.